Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the distal end of the is-1 pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead helix was unable to be deployed during an implant. As result, the lead was removed and replaced prior to pocket closure. There were no adverse patients effects.